Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. No problem found that would have caused or contributed to the customer's hyperglycemia. A dislodged cannula would likely impede insulin delivery an may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no malfunction can be confirmed. The device was determined to be fully functioning and capable of delivering insulin. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Further more, it warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected blood glucose levels, change your pod." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer's mother reported that the cannula dislodged and as a result her daughter's bg level reached 500 mg/dl. The customer ate 50 grams of carbohydrates and bolused 13 units, but her bg would not decrease. Her mother then gave a manual injection and the bgs decreased. The mother is "concerned that the pod did not alarm.' A "little blood" appeared in the cannula. The pod will be returned for evaluation.